Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Unfortunately, the reason for removing the valve was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. According to our records, the explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Without return of the device, an evaluation cannot be performed. No further actions are possible with the available information at this time.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to obstruction of the coronaries, prior to the patient coming off bypass. It was also indicated that this event was not due to a device malfunction or quality deficiency of the edwards valve. The subject device was placed with another edwards bioprosthetic valve (same model/size). It has been determined that there was no device malfunction, serious injury, or death related to this device. No further actions will be taken.